Event description:
The customer stated that she was hospitalized for low blood glucose levels a couple of weeks ago. No date was given. The reported blood glucose reading at the time of the call was 225 mg/dl. The customer stated that she forgot to test her blood glucose levels on the day of the hospitalization. The customer also stated that her blood glucose levels tend to drop in the afternoon. The customer's doctor has addressed the issue by changing her basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.